Manufacturer narrative:
D4: model number: correction. Manufacturer's investigation conclusion: the reported event of b1 alarms was confirmed via log file analysis and evaluation. A log file was downloaded from the returned centrimag console and data from on (B)(6) 2024 ¿ on (B)(6) 2025 was reviewed. The log file captured intermittent b1 alarms from on (B)(6) 2024 at 12:51:20 to on (B)(6) 2025 at 11:05:04, that correlated to sf_sps_battery_selftest sub faults. The alarms occurred each time when the console was performing its bootup sequence. The centrimag 2nd generation primary console (serial number: (B)(6) was inspected at the service depot. During testing, a b1: battery module alarm was reproduced multiple times. The issue was isolated to the resistor pre-assembly and was replaced with a new part. The centrimag console underwent functional checkout and passed without issue. The console was returned to the customer site, and the resistor pre-assembly was forwarded to product performance engineering (ppe) for further analysis. The forwarded resistor pre-assembly was installed in a test centrimag fixture and the b1 alarm was reproduced. The resistor pre-assembly underwent resistance testing and one of the load resistors was electrically open. The root cause for the reported event was determined to be due to a compromised component in the centrimag console; however, the root cause of how the damage occurred could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that two centrimag consoles alarmed while utilizing for temporary ventricular assist device (vad) support. The first console had an s3 alarm that led to shut down. The console was exchanged to the backup console which had a b1 alarm. The center was currently using the backup console with the b1 alarm. On (B)(6) 2024, it was reported that the battery was replaced, and the console still displayed a "battery mode fail." Battery maintenance was unable to be completed.